Event description:
The device was applied to the pulmonary artery during an unspecified procedure. The retaining pin disengaged and staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.